Event description:
It was reported that cgm displayed error message while g7 sensor was in use, and customer was unable to find charging cable to perform reset. No information was provided regarding any impact to the customer¿s blood glucose level. Customer requested guidance and was sent written reset instructions by mail so reset could be performed later, and no additional information was received regarding the outcome of the event.